Manufacturer narrative:
(B)(6). (B)(6) adverse incident report (B)(6); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transobturator tape procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, the right side of the mesh was removed due to the pain experienced by the patient. It was also reported that the left side of the mesh has previously been removed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.